Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implanted locking plate on (B)(6) 2015 and complete the procedure. The innermost screw was lean without locking by x ray on follow up of (B)(6) 2015. But no treatment for the screw on that time. Then the locking plate with screw had been removed on (B)(6) 2016 after synostosis. It was reported that additional product was not implanted after removed. Patient was healed.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore this investigation is closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Implanted locking plate on (B)(6) 2015 and complete the procedure. The innermost screw was lean without locking by x ray on follow up of (B)(6) 2015. But no treatment for the screw on that time. Then the locking plate with screw had been removed on (B)(6) 2016 after synostosis. It was reported that additional product was not implanted after removed. Patient was healed.